Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms, and technical services (ts) was consulted for further review. According to ts, the trend data shows a variable monitored shock impedance ranging from 66 to 128 ohms. One-year trend data shows a variable intrinsic amplitude ranging from 4.8 to greater than 25 millivolts, and a stable in-range pace/sense impedance and threshold. In view of this variable monitored shock impedance, the ts consultant recommended evaluating the mechanical integrity of this rv lead. No adverse patient effects were reported. This lead remains in service.